Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-05525. It was reported (B)(6) during the scs trial lead implant procedure the patient experienced possible dural puncture while the physician was trying to access the epidural space to place the lead. The leads were placed as intended. However, post operatively the patient experienced weakness and numbness on the left side below the knee. No additional information available at this time.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-05525. Additional information received identified the trial leads were removed on (B)(6) 2017.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-05525 . Additional information received identified the patient was recovering.